Event description:
Reportedly, the user attended the clinic at the beginning of july with reports of no sound from the processor. Additional information stated that the user woke up and the implant was not working. The audiologist thought is was an issue with the audio processor but this was later ruled out. The device has been explanted.

Manufacturer narrative:
Investigation results indicate a device failure caused by a weld joint failure between the receiver coil wire and the demodulator feed-through pin. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user attended the clinic at the beginning of july with reports of no sound from the processor. The user is scheduled for surgery to examine the implant.